Manufacturer narrative:
The evaluation of this event has not been completed at this time.

Event description:
It was reported that the navigation system froze during a knee procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was repaired at the healthcare facility.

Event description:
It was reported that the navigation system froze during a knee procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.